Manufacturer narrative:
Information for use: insertion of the device: inflate the balloon with up to 45 ml of fluid by slowly depressing the syringe plunger. With the insertion finger removed, the signal dome will indicate once the balloon has reached the optimal fill level for the anatomy. There may be cases where the signal dome will not indicate if the space in the rectum is large. Under no circumstances should the balloon be inflated with more than 45 ml of fluid. If the signal dome indicates at less than 30 ml of fluid, withdraw the fluid and reposition the balloon in the rectal vault. After repositioning, fill the balloon as described above. Do not fill with more than 45 ml of fluid. Based on the available information, this event is deemed to be a product malfunction. Based on information provided, no patient harm occurred. No further product/patient information was provided. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received reporting a patient with significant fecal leakage around the device in place to manage liquid stools. Five (5) days after insertion, the patient was having fecal leakage from around the device. Nurse attempted to deflate the balloon and reposition the device but was unable to withdraw any fluid from the white port. She then instilled thirty to forty (30-40) ml of water into the white port. The next day, a nurse attempted to deflate the balloon and withdrew sixty-five (65) ml of fluid from the white port. The device was removed at that time. There was no harm noted to the patient. The patient remains in the facility and continues with liquid stools, but is otherwise stable.